Event description:
It was reported that the patient was presented to clinic for follow up. Upon interrogation it was noted that the right ventricular (rv) lead was exhibiting failure to capture and oversensing noise. Programming changes were performed to resolve the issue. The patient was in stable condition.